Manufacturer narrative:
Additional information: there were no particular problems during stent deployment. There was no stent coils or expansion defects noted. The stent was post dilated, and a complete expansion was confirmed using intravascular ultrasound (ivus). The thrombus was removed using a suction catheter. The patient was prescribed dual antiplatelet therapy (dapt) immediately after the surgery, but it is believed that the patient may not have taken the medication, or the medication might not have been effective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that thrombosis occurred within 48 hours post implantation of one onyx frontier coronary drug eluting stent, at the site where the stent was placed. The stent was placed in the right coronary artery (rca) cass#3. The device was inspected prior to use and negative pressure was performed with no problems observed. The lesion was pre-dilated with no problems or residual stenosis. The device did not pass through a previously placed stent. Resistance/discomfort was not encountered when delivering the device. Excessive force was not applied during delivery. The stent was post dilated. It is believed that the thrombosis might be related to the loading of the medication rather than the stent. The patient has since stabilized and is doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.